Event description:
The initial report was that the rio catheter would not advance. The sales rep stated that the catheter would not advance through the hemostasis valve which was connected to a guiding catheter. The physician used another rio catheter without incident. No pt adverse effects were reported.

Manufacturer narrative:
This investigation consisted of review of the device history record and review of similar complaints. The sales rep was contacted since the device was not returned for eval. The device history record did not provide any info that would suggest that this product lot did not meet specs. According to the sales rep, the rio catheter would not advance through the touhy (hemostasis valve), which is the plastic adapter that fits on the end of the guide catheter. The physician tried to push the rio through the catheter, but felt resistance and pushed harder. The rio catheter shaft then snapped and split longitudinally.